Event description:
On november 13, 2004 the patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 545 mg/dl, 400 mg/dl, 200 mg/dl and > 600 mg/dl with a lifescan meter, performed within 10 mins of each other. He exercised following the use of the meter. The customer care representative attempted to walk the patient through quality control testing; however, the meter would only prompt error messages. No information was provided regarding the error messages displayed or if troubleshooting was performed to resolve the messages. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value on <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.